Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: kne-persona-bearings-unk; p/n: unk, l/n: unk, kne-persona-femorals-unk; p/n: unk, l/n: unk, kne-persona-tibial trays-unk; p/n: unk, l/n: unk, kne-persona-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00028, 0001822565 - 2019 - 00029, 0001822565 - 2019 - 00030. Product location is unknown.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event could not be confirmed due to limited information received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review indicates that the left total knee arthroplasty does not appear to be a persona product, definite loosening of the medial and lateral tibial component at the bone cement interface and possible loosening of the femoral component on the ap film and moderate joint effusion. Overall fit and alignment of the left total knee arthroplasty is appropriate with normal bone quality. No indication of subsidence, subluxation, corrosion, osteolysis. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00028 - 1, 0001822565 - 2019 - 00030 - 1.

Event description:
No further event information available at the time of this report.